Event description:
It was reported that the right ventricular (rv) lead was exhibiting high impedance and high thresholds due to a fracture. The lead was explanted and replaced with a new rv lead. During the procedure, the insulation on the proximal end of the right atrial (ra) lead appeared to be thin. The ra lead was then explanted and replaced as well. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Manufactured date and use by date not available. Concomitant products: addr01 implantable pulse generator (B)(6) 2010. (B)(4).

Manufacturer narrative:
Product event summary: the partial lead was returned in segments, analyzed and the inner insulation of the lead developed a breach due to mio (metal ion oxidation) while in vivo. The outer insulation of the lead developed a breach due to esc (environmental stress cracking) while in vivo. The inner insulation of the lead developed cosmetic (mio) metal ion oxidation while in vivo. The outer insulation of the lead developed cosmetic mio (metal ion oxidation) while in vivo. The outer insulation of the lead developed cosmetic esc (environmental stress cracking) while in vivo. The inner insulation of the lead was observed to have blood ingression. The outer insulation of the lead was observed to have blood ingression. Analysis of the device memory indicated the impedance on the rv (right ventricular) pacing lead was beyond the expected upper range. The device memory analysis report commented that the insulation breach did relate to the electrical complaint and that the lead impedance was greater than 2000 ohms.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.